Event description:
Related manufacturer reference number: 2017865-2022-04877. It was reported the patient presented to the emergency room with chest pains. A computerized tomography scan showed a pericardial effusion with a possible atrial and right ventricular lead perforation. Pericardiocentesis was performed and the right ventricular and atrial leads were explanted and replaced. The patient was recovering post-surgery.